Event description:
"Why do my eyes burn", I did lasik and was promised I would have perfect vision and no side effects. Instead a year later my eyes are not good. I have vision problems and my eyes are pretty irritating. There is a stinging sensation and a spontaneous burning feeling throughout the day. The lasik doctors are almost cult like in their defense of the miracle of this procedure and claim this was a success since I have lessened my dependence on refractive devices. This is a failure and I wish I could go back to contacts. I cannot wear contacts since the procedure has resulted in dry eye and an irregular cornea. After this procedure, I am left to wear glasses to get 20/20 vision and operate normally. I am seriously at a loss. My eyes just don't feel normal and I do not know where to turn. I dont' want to bother the lasik doctors because they honestly are clueless, they don't offer any real solution and they are the ones who did this in the first place. I did this to myself, I am not a victim but I cannot go on knowing that this is something that can continue to others out there. Please look into what is going on with this procedure as I do not feel that I am a unique case. The quality of my vision, my ocular comfort and just overall dealing with the daily eyes is not satisfactory. I have nothing to gain from reporting this, just hoping that cases like mine don't happen again.